Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient indicated that following an inflatable penile prosthesis (ipp) implant there was a bulge in the abdomen suspected to be the reservoir of the device. The patient mentioned the suspicion was due to the bulge getting smaller when inflating the device and refilled when the ipp was deflated. However, within the last two weeks this bulge had gotten smaller in size and although the device still inflated, the resulting erection was not as big as usual. The patient suspected the device was not working and after attempting to troubleshoot with patient liaison, it was recommended to refer to the implanting physician for assessment. No additional information was reported.